Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, implanted: (B)(6) 2013-; 694765 implantable tachy lead implanted: (B)(6) 2008. (B)(4).